Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed for air-in-line during therapy of epinephrine (dose, volume, and rate unknown) in the medical intensive care unit. After the device alarmed for air-in-line the patient stopped receiving the epinephrine for an undetermined amount of time. The device alarming for air when an air bubble is present indicates a true air in line alarm therefore the device functioned as designed. The nurse attempted to clear the air bubble however by the time the air bubble was cleared the patient went into cardiac arrest. Medical intervention in response to the event is unknown. The patient outcome is unknown. The device was tested by the facility and found to operate as designed. The facility also reported an increase in air in line alarms in which was said to be related to improper priming of the intravenous tubing. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was found in specification in relation to air in line detection. Air in line alarms were verified through a review of the event history log. The device was found to operate as designed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
It was reported to have taken 1.5 to 2 minutes to clear the air bubble resulting in an interruption of therapy for an equivalent amount of time. It was also reported that the patient expired on (B)(6) 2017. A device history review revealed no issues that could have caused or contributed to the reported issue. It was reported by the user facility that this was not a spectrum device malfunction and no failures were found with performance testing. It was also reported the facility transitioned from another pump manufacturer to spectrum pumps; since the transition, the clinicians have been challenged with intravenous (IV) set priming and loading which was a contributing factor to an increase in air in line alarms. Baxter representation and facility nursing leadership addressed the increase in air in line alarms with clinical reeducation of proper priming/ loading of IV tubing and use with spectrum pump. In this case, the critical drug (epinephrine) was being administered for an unknown diagnosis/condition; the spectrum pump alarmed air in line (functioned as designed) which resulted in an interruption of therapy for 1.5- 2 minutes leading to cardiac arrest and consequently death. Epinephrine is a critical, life sustaining medication necessary to maintain blood pressure, and cardio-respiratory function. Per manufacturer¿s package insert; following intravenous injection, epinephrine is rapidly cleared from the plasma with an effective half-life of < 5 minutes. The half-life of the drug (epinephrine) in this case becomes critical to the response of the patient during this life threatening event. Based on the latest clinical and device information, as the customer reported there were no device malfunctions in relation to the spectrum pump but rather a technique issue of how their clinicians prime the IV tubing this will be addressed as a use error. As the use error led to air in line; this resulted in an interruption of therapy of a critical, life sustaining medication (epinephrine) for 1.5 - 2 minutes and has likely caused or contributed to this life threatening cardiac arrest which consequently led to death. Should additional relevant information become available, a supplemental report will be submitted.